Manufacturer narrative:
(B)(4). Similar to device under 510(k): p070016. (B)(4). Summary of investigational findings: product was returned assembled with gray positioner inside the flexor sheath. No large amount of blood was found on the system, it is assumed that the device was cleaned before shipment to manufacturer. Functional test was performed by applying tap water with a syringe to the captor valve. Leakage was confirmed. The gray positioner was pulled a bit backwards and a clear mark on the gray positioner where the valve had been placed was found. It is unknown how this mark occurred. Functional test was performed again with the captor valve placed on a place on the gray positioner without marks. Leakage was confirmed again. Investigation of the check-flo discs found they were torn, which is assumed to be the root cause of this event. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: (B)(6) 2013, blood leaked from the hemostatic valve when the user removed the sheath from the patient's body. Patient outcome: the patient did not experience any adverse effects due to this occurrence.